Event description:
It was reported that during a shoulder prosthesis surgery when screwing in, the device became distorted, as the material of the device is too soft. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-9545-t15-02 was received for investigation. Visual inspection identified that the drive geometry at the distal tip had warped. Additionally, breakage was noted at the distal tip, with a whorl pattern present indicating that the driver broke under torsion. The observed condition is most likely the result of over-torquing/over-engaging the driver within the screw. It was not recorded whether a torque indicating adapter was used with the device, which is recommended to prevent over-torquing.